Event description:
It was reported by the affiliate that the (1) tim20 was used during an unknown procedure. It was reported that the clips would not feed. The case was completed with another device and with no pt consequence.